Event description:
It was reported that the right ventricular (rv) lead was not able to capture at maximum output settings. Follow-up investigation revealed that the issue was due to the patient's excessive diuretic fluid. The patient was medically treated, and the pacing thresholds returned to more reasonable levels. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.